Manufacturer narrative:
Patient information was unavailable from the site. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The atp console board was replaced. Board jumpers, switches and settings were checked. A full imaging system check-out was completed following repairs and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while in a spinal fusion case, the 3d scan not able to start. Pressing the 3d button on the hand-switch and foot-switch, the gantry rotates to the start position, beeps but the image could not be taken. The image acquisition system (ias) and mobile viewing system (mvs) were rebooted with no resolution. The use of medtronic imaging was discontinued due to this issue. The procedure was completed successfully after a delay of less than 1 hour. The patient was not affected.